Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13e15028 and h13f17055 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis. The patient was not hospitalized for the event and the treatment was not reported. The patient is recovering from the event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.